Event description:
Upon examination it was noted that the ICD could not be charged to is full power. ICD had to be replaced as a result. This particular examination came about as a result of a product recall issued by medtronic in 10/1999.